Event description:
It was reported via repair work order that the transfer will not lock into place due to a loose spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.